Event description:
A nurse reported laser shot problems. The system was rebooted and the procedure was completed with no harm to the pt. Additional info was received from the company service representative reporting some laser shots were not firing when the customer pushed the firing button. The procedure was completed in the clinic with topical anesthetic.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).